Event description:
It was reported that a user of the ilet with a dexcom g7 continuous glucose monitor (cgm) sensor experienced hyperglycemia with a highest cgm reading of 388 mg/dl for approximately three hours; the user had been announcing meals predominantly as ¿less,¿ missing some announcements, and requested a factory reset after a clinician authorized it due to maladaptation of the corrective algorithm from incorrect meal sizes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem identified, and an improper or incorrect procedure or method related to the user interface, consistent with meal announcement behavior leading to maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.